Event description:
It was reported that during a pta treatment procedure for a high grade stenosis at the arterial anastamosis of an a/v fistula, difficulty with the balloon dilatation catheter was encountered. The lesion was angioplastied with 5 mm and then 6 mm balloons with angiographic improvement noted in the stenosis. There were two focal areas of narrowing noted in the fistula, was then made. These areas of narrowing were dilated first with 5 mm and then 6 mm balloons with improvement in the both areas. Upon removing the catheters, it was noted that one of the 6 mm balloons had ruptured radially and the balloon sheared off. The remaining fragment was retrieved with a snare. The patient status was listed as good.